Event description:
The product was evaluated. An external visual inspection was performed and passed. The sensor wire was still attached to the housing puck. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Initial reporter email address:(B)(6).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. During the morning of the (B)(6) 2022, the patient was not receiving sensor readings. Therefore, he removed the sensor. When he removed the sensor he began to feel pain in his arm and the arm began to swell. The patient was taken to the emergency room and an x-ray performed to locate the sensor wire. The doctor prescribed an oral antibiotic amoxicillin with clavulanic acid (3 tablets per day from the (B)(6) 2022 to (B)(6) 2022). The sensor wire was removed through surgical intervention with local anesthesia on the (B)(6) 2022. The patient recovered and was discharged on the (B)(6) 2022. The patient reported they had a 5cm scar as a result of the surgery and the surgery threads would be removed on the (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.